Event description:
It was reported that the health care professional (hcp) wanted to review data on this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) reviewed the device data and determined that these stored events were not actually pacemaker mediated tachycardia (pmt) and suspect5ed t o be farfield oversensing. Ts provided reprogramming recommendations on the blanking period. No adverse patient effects were reported. This crt-d remains in service.